Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4)

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Several days later the patient was complaining of pain and reported to the emergency room (ER). A laparoscopy was performed and revealed the patient's "bowel laying on the uterus". The bowel was moved away and a "large perforation in the fundus" was visualized. There was "no damage to the bowel". A hysterectomy was performed. Admission and discharge dates are unknown.